Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The insulin pump was tested with a test keypad and no frozen display noted.

Event description:
It was reported that the customer's insulin pump had a frozen display and the buttons were unresponsive. The customer removed the battery for two hours, but the anomaly persists. No further information was provided.